Event description:
Customer called on (B)(4) 2012, reporting of 2 erroneous cartridge glucose (glu) patient results which were generated from a unicel dxc 600i synchron access clinical system. Patient #1 original result of 34 mg/dl was reported out of the lab. Further verification by a nurse using a point-of-care glucometer yielded a result of 134 mg/dl. The sample was rerun in the lab using a different dxc instrument and a 104 mg/dl result was obtained and report was amended to 104 mg/dl. No affect to patient's treatment was attributed to this event. Another patient (patient #2) with an erroneously low glu result of 15 mg/dl was discovered later in the day, after a new reagent pack was loaded on to the instrument. A repeat on a different instrument recovered 136 mg/dl and result was reported out of the lab. Erroneous result was not reported out of the lab and there was no change to patient treatment. Customer indicated that all samples which were run prior to this event were repeated and it was confirmed that there were no other erroneous results generated. Bec field service engineer (fse) was dispatched and found a clogged cartridge chemistry (cc) sample probe. Fse replaced the cc sample probe and repair was verified per established procedures.